Event description:
It was reported that the patient suffered from cardiogenic shock. The intra-aortic balloon (iab) was prepped per instruction and md did not use a sheath. While threading the iab over the guidewire, the guidewire became stuck at the bifurcation. As a result, the md used another iab and the insertion was successful. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.